Manufacturer narrative:
Article citation: bravetti, giorgio enrico et al. "Xen-augmented baerveldt drainage device implantation in refractory glaucoma: 1-year outcomes", graefe's archive for clinical and experimental ophthalmology, may 06, 2020, pages 1-8. Further information from the author regarding events, products, and patient details has been requested. No additional information is available at this time. The events of gel stent blockage, device migration, and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "xen-augmented baerveldt drainage device implantation in refractory glaucoma: 1-year outcomes" noted that 60 eyes in 56 patients patients underwent a modified xen-augmented baerveldt ab-externo implantation. Serious adverse events of 21 eyes being a complete failure due to needing additional procedures or having a high iop above 18mmhg after 12 months, 7 eyes experienced gel stent obstruction requiring intervention, and that 2 eyes experienced xen displacement into the baervledt. Various reoperations for patients necessitating them involved implantation of a new xen gel stent into the baerveldt tube for 8 patients, simple repositioning of the xen gel stent for 1 patient, replacement of the system by a single baerveldt tube for 1 patient, and cyclodestruction for 7 patients.